Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 487 pulses and was deactivated by the user. The pod was received with evidence of discoloration on the top housing. Inspection of the internal components found corrosion on the bottom and middle batteries. Though corrosion was observed on the batteries, the battery voltages were measured to be the expected voltage. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.255 in. From the soft cannula nailhead. This tear resulted in an internal leak that contributed to the corrosion observed on the batteries.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 392 mg/dl. The pod was worn for 4 to 24 hours on the arm before the issue was realized.